Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analysis found the elective replacement indicator had been triggered due to high battery impedance. (B)(4): we did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) due to high battery impedance triggered on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010. High battery impedance causing eri.

Event description:
It was reported that the device had reached elective replacement indicator (eri) in less than 4 years. The patient went to the emergency room and was feeling bad. It was further reported that the device tripped eri due to battery impedance exceeding 2000 ohms. The device was explanted and replaced. No patient complications have been reported as a result of this event.